Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation, inadequate bone quality/quantity, peri-implantitis, infection, pain, swelling, fistula, abscess, inflammation, mobility, no buccal bone when explanted.